Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The endoscope was analyzed and found to have attached endoscope adapter (aea) bearing friction issues. The endoscope cable was visually inspected and found with a defect near the scope housing. Visual inspection confirmed visible light shining through the cable insulation jacket when the cable was plugged into the internal system and illumination was powered on. Additionally, the housing was found to have discoloration and the endoscope was found to fail the transmittance test. The complaint regarding difficulties moving the endoscope up and down was confirmed by failure analysis.

Event description:
It was reported during da vinci inguinal hernia surgical procedure, the customer experienced difficulties when changing the scopes from up to down - or vice versa. The image got mirrored. There was no report of patient harm, adverse outcome or injury. Intuitive surgical (is) contacted the site and obtained the following additional information regarding this event: the issue occurred during the procedure, after the ports were placed. A backup endoscope was used. The procedure was completed with no patient harm, adverse outcome or injury and with a delay of less than 15 minutes.